Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure treatment, several physical complaints developed. In the meantime she has had follow-up treatments. She is being impeded in her normal daily functioning and is suffering from injury. She also holds the company liable for the damage caused. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('permanent pelvic pain') in a 38-year-old female patient who had essure (batch no. 50534020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("during the implantation the essure was painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe hormonal migraines"), menorrhagia ("her menstrual bleeding became very heavy"), fatigue ("constantly tired"), genital haemorrhage ("abnormal bleeding"), multiple allergies ("allergies"), autoimmune disorder ("auto-immune diseases"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems") and amnesia ("memory loss"). The patient was treated with surgery (essure removed together with her fallopian tubes, and uterus removal). Essure was removed. At the time of the report, the pelvic pain, procedural pain, migraine, menorrhagia, fatigue, genital haemorrhage, multiple allergies, autoimmune disorder, dyspareunia, mental disorder and amnesia outcome was unknown. The reporter considered amnesia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, multiple allergies, pelvic pain and procedural pain to be related to essure. The reporter commented: after the essure treatment, several physical complaints developed. In the meantime she has had follow-up treatments. Since the removal of her uterus, she was gradually improving (although not all of her symptoms are gone). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2020: reporter's information was updated. The event pelvic pain was considered the reason for medical device removal. Furthermore, the events procedural pain, migraine, menorrhagia, fatigue, genital bleeding, allergies, autoimmune disorder, dyspareunia, mental disorder and amnesia were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('permanent pelvic pain') and endometriosis ('endometriosis') in a 38-year-old female patient who had essure (batch no. 50534020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced procedural pain ("during the implantation the essure was painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), migraine ("severe hormonal migraines"), menorrhagia ("her menstrual bleeding became very heavy / heavy menstruation"), fatigue ("constantly tired"), genital haemorrhage ("abnormal bleeding"), multiple allergies ("allergies"), autoimmune disorder ("auto-immune diseases"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), amnesia ("memory loss"), superovulation ("intense ovulation"), alopecia ("hair loss"), pruritus ("itching"), irritable bowel syndrome ("irritable bowel syndrome"), incontinence ("incontinence"), panic attack ("panic attacks"), anxiety ("anxiety attacks"), nerve injury ("her nerves, my muscles bother herself") and muscle discomfort ("her nerves, my muscles bother herself"). The patient was treated with surgery (essure removed together with her fallopian tubes on (B)(6)2016 and uterus removal via hysterectomy on (B)(6)2017). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, endometriosis, procedural pain, migraine, menorrhagia, fatigue, genital haemorrhage, multiple allergies, autoimmune disorder, dyspareunia, mental disorder, amnesia, superovulation, alopecia, pruritus, irritable bowel syndrome, incontinence, panic attack, anxiety, nerve injury and muscle discomfort outcome was unknown. The reporter considered alopecia, amnesia, anxiety, autoimmune disorder, dyspareunia, endometriosis, fatigue, genital haemorrhage, incontinence, irritable bowel syndrome, menorrhagia, mental disorder, migraine, multiple allergies, muscle discomfort, nerve injury, panic attack, pelvic pain, procedural pain, pruritus and superovulation to be related to essure. The reporter commented: after the essure treatment, several physical complaints developed, because of the pain that she suffered she could no longer take part in social life, no longer being able to walk, no longer being able to ride a bicycle, not being able to do spontaneous things anymore. In the meantime she has had follow-up treatments. Since the removal of her uterus, she was gradually improving (although not all of her symptoms are gone). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 6-jan-2021: the follow information were added: on products stop date; new events: intense ovulation, hair loss, itching, irritable bowel syndrome, incontinence, panic attacks, anxiety attacks, endometriosis, her nerves, my muscles bother herself on (B)(6)2021: new lawyer reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('permanent pelvic pain') and endometriosis ('endometriosis') in a 38-year-old female patient who had essure (batch no. 50534020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gut pain, parity 3 and migraine (monthly). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("during the implantation the essure was painful"). In 2016, the patient experienced uterine pain ("uterine pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menorrhagia ("her menstrual bleeding became very heavy / heavy menstruation"), dyspareunia ("dyspareunia"), pruritus ("itching"), genital haemorrhage ("abnormal bleeding / she bleeds a lot / intermittent bleeding"), ovulation pain ("intense ovulation pain"), migraine ("severe hormonal migraines / her monthly hormonal migraine became a daily headache"), fatigue ("constantly tired / intense fatigue"), multiple allergies ("allergies"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("her gut hurts more than it already used to"), autoimmune disorder ("auto-immune diseases"), neuropathy peripheral ("her nerves bother herself"), muscle discomfort ("her muscles bother herself"), incontinence ("incontinence"), mental disorder ("psychological problems"), amnesia ("memory loss"), alopecia ("hair loss"), panic attack ("panic attacks"), anxiety ("anxiety attacks") and depression ("after hysterectomy landed in a depression from loneliness"). The patient was treated with surgery (essure removed together with her fallopian tubes in (B)(6) 2016 and uterus removal via hysterectomy in (B)(6) 2017). Essure was removed in april 2016. In 2017, the menorrhagia had resolved. At the time of the report, the pelvic pain, endometriosis, procedural pain, dyspareunia, pruritus, ovulation pain, migraine, fatigue, multiple allergies, irritable bowel syndrome, autoimmune disorder, neuropathy peripheral, muscle discomfort, incontinence, mental disorder, amnesia, alopecia, panic attack, anxiety and depression outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, amnesia, anxiety, autoimmune disorder, depression, dyspareunia, endometriosis, fatigue, gastrointestinal pain, genital haemorrhage, incontinence, irritable bowel syndrome, menorrhagia, mental disorder, migraine, multiple allergies, muscle discomfort, neuropathy peripheral, ovulation pain, panic attack, pelvic pain, procedural pain, pruritus and uterine pain to be related to essure. The reporter commented: things started to quickly go wrong after essure placement: her monthly migraine becomes a daily headache, her gut hurts more than it already used to, cannot even walk 50 metres. After removal of essure in 2016 she continued to have symptoms (intermittent bleeding and uterine pain). After removal of uterus the menstrual symptoms disappeared. She then landed in a depression from loneliness, grief and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new adverse events (gut hurts more than it already used to, uterine pain), new as reported (her monthly hormonal migraine becomes a daily headache, she bleeds a lot, intense fatigue, intermittent bleeding), the outcome - recovered/resolved for "menstrual bleeding became very heavy / heavy menstruation" and medical history was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 50534020) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure treatment, several physical complaints developed. In the meantime she has had follow-up treatments. She is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 50534020) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure treatment, several physical complaints developed. In the meantime she has had follow-up treatments. She is being impeded in her normal daily functioning and is suffering from injury. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-mar-2020: new reporter added, essure lot number 50534020, insertion date was updated from (B)(6) 2011 to (B)(6) 2011. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.